Event description:
During an initial implant procedure, it was not possible to implant the left ventricular (LV) lead. The lead was explanted and replaced to resolve the event. The patient was stable.